Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head which had a metal pin break off / broken part [device breakage] no adverse event [no adverse event] case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on 22-jan-2018 that he/she had an oral-b flexisoft brushhead that had a metal pin break off. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On 24-jan-2018 received consumer's follow-up e-mail: the consumer reported that if he/she scratched the oral-b logo with a coin, nothing happened, and the logo remained legible. No further information was provided. On 25-jan-2018 received consumer's follow-up e-mail: the consumer reported that he/she purchased a pack of 4, and he/she was going to take the other one off and wouldn't use them anymore. No further information was provided. On 25-jan-2018 received consumer's follow-up e-mail: the consumer provided pictures of the toothbrush, the broken part, and the packaging. He/she would send in the brushes. No further information was provided.

Manufacturer narrative:
(B)(6) 2018 product investigation results: reporter returned an unspecified number of toothbrush heads on (B)(6) 2018. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush head which had a metal pin break off / broken part [device breakage] no adverse event [no adverse event] product counterfeit [product counterfeit] case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2018 that he/she had an oral-b flexisoft brushhead that had a metal pin break off. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. (B)(6)-2018 received consumer's follow-up e-mail: the consumer reported that if he/she scratched the oral-b logo with a coin, nothing happened, and the logo remained legible. No further information was provided. (B)(6)-2018 received consumer's follow-up e-mail: the consumer reported that he/she purchased a pack of 4, and he/she was going to take the other one off and wouldn't use them anymore. No further information was provided. (B)(6) 2018 received consumer's follow-up e-mail: the consumer provided pictures of the toothbrush, the broken part, and the packaging. He/she would send in the brushes. No further information was provided.